Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 1999. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture management showed no capture in the rv (right ventricular) chamber. Confirmed no rv capture on monitor strips. Confirmed no left ventricular (lv) capture on monitor strips. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited pacing pauses of over ten seconds on telemetry strips. There was no capture on the right atrial (ra), left ventricular (lv), and right ventricular (rv) leads. Reprogramming was performed and capture management was turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.